Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges intermittently did not fit properly onto the pump. The customer's blood glucose (bg) level subsequently increased to range from 250-530 mg/dl with trace ketones. A correction bolus was delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.